Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patients hip dislocated the first day postop of original surgery and the ceramic head disassociated from the stem. Patient had to have revision surgery to locate and remove head.

Manufacturer narrative:
The complaint states patients hip dislocated within a few weeks of original surgery and the ceramic head disassociated from the stem. Patient had to have revision surgery to locate and remove head without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 06 may 2016 . The complaint was reopened due to receipt of implant stickers. A review of manufacturing records and complaints database did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.